Manufacturer narrative:
The technician found the hex rod screw broken and the hex rod slid out of one of the casters. The technician replaced both hex rods and installed new screws to repair the stretcher.

Event description:
Info received indicates, the stretcher is difficult to get into the brake mode. One caster is in brake and the other casters turn freely.